Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing resulting in non-sustained right ventricular oversensing episodes. As a resolution programming changes were made on 3 oct 2025. The patient condition was stable.